Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient has 4 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient experienced ineffective stimulation due to 3 of the 4 leads having migrated. Patient denied any falls, however patient leads an active lifestyle. Surgical intervention was undertaken and the 3 migrated leads were explanted and replaced. Also, the physician electively replaced the 1 lead that did not migrate. Reportedly, effective therapy was restored.